Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as this was revision due to aseptic loosening of the tibia.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as this was revision due to aseptic loosening of the tibia.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently the patient underwent a revision approximately 3 years later due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00267; 0001822565 - 2024 - 00269; 0001822565 - 2024 - 00270. Proposed component code: mechanical (g04)- head. G2: foreign: united kingdom. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, d1, d4, d10, g3, g4, g6, h2, h4, and h10. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2024-00085, 0001822565-2024-00268, 0002648920-2024-00087, and 0002648920-2024-00088. D10 medical devices: nexgen femoral component option size d right catalog#: 00596401452 lot#: 63500879. Nexgen stemmed nonaugmentable tibial component option cr/ps/lps size 3 catalog#: 00598603701 lot#: 64386879. Nexgen all poly patella standard cemented size 29 mm diameter catalog#: 00597206529. Lot#: 63848510. Palacos bone cement catalog#: 66017569 lot#: 94514870. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately three years post-implantation for an unknown reason. No additional patient consequences were reported.